Event description:
It was reported that this right ventricular (rv) lead recorded a high, out of range pacing lead impedance some years ago. Until now the alert was observed. Also, the patient's wife claimed that the device is off. When technical services (ts) analyzed the information, there were no records indicating so. During the las successful transmission the device was still in monitoring and therapy. The device appears to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead recorded a high, out of range pacing lead impedance some years ago. Until now the alert was observed. Also, the patient's wife claimed that the device is off. When technical services (ts) analyzed the information, there were no records indicating so. During the las successful transmission the device was still in monitoring and therapy. According to the field representative, the cardiologist requested the device to be turned off at hospital before the patient went to hospice. A note on latitude states that the rv lead was programmed sub threshold a couple of years ago. The device appears to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.